Manufacturer narrative:
A revision surgery was performed due to implant failure of a competitor's product. The MDR is being filed because genesys spine hardware (cervical plate) was removed to provide access to the competitor's product. Based on feedback from the surgeon and review of the manufacturing records for the genesys spine products the issue was entirely related to subsidence of a competitor's interbody. The genesys spine hardware was made to specification and performed as intended.

Event description:
It is well publicized that revision surgeries commonly are required after primary fusion surgery. In this case, subsidence of a competitor's interbody led to the need to perform a revision surgery. In the surgery a genesys spine plate was removed so as to provide access to the subsided interbody. Investigation of the incident conformed that all of the genesys spine hardware performed as intended. The MDR is being filed since genesys hardware was removed as part of the revision surgery.